Event description:
It was reported by provider that the led's on the joystick of the (B)(4) power chair are not working according to the end user. He states the end user reported the batteries ran out while she was out shopping and, due to not showing the battery level, the chair ran out of power.